Manufacturer narrative:
The investigation for the purge leak issues has been completed. No product was returned. Log review showed multiple purge cassette/bag changes on the day of reported leak . The "purge pressure low" alarms were during or following these changes. The dextrose solution was increased as well, and the low purge flow resolved about 5 hours later. Later in the case, the purge flow began to rise, and purge pressure began to decrease again slightly. A leak was observed in the field around the sidearm luer lock connection. The cause of the purge issue was most likely a damaged sidearm but the exact location of the leak was unknown since product was not returned and insufficient clinical details were provided.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella 5.5 impella 5.5 with smartassist for use during cardiogenic shock; section: cleaning ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g. Infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿

Event description:
The complainant reported that impella 5.5 had purge pressure low alarm. There was a leak around the side arm leur lock connection. The team wants to manage the 5.5 leak instead of replacing pump. Dextrose purge solution was increased. The procedural outcome was the patient survived surgery.